Manufacturer narrative:
This lead remains implanted. It is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that reported an event with this right atrial (ra) lead. Slack was gone the day after implant. No issues reported with this right atrial (ra) lead measurements, no allegations. A revision procedure was performed wherein physician added a slack on this lead, without repositioning. Evidence suggests that this event was attributed to patient¿s body habitus. Discussed about daily checks. No additional adverse patient effects were reported.